Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in follow up clinic for device interrogation, noise was noted on the rv lead. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: as received, a partial lead was returned in two segments. External insulation abrasion was noted at 36.0 ¿ 36.1 cm from the distal tip consistent with friction to another device or feature of the heart that breached the sheath. Electrical test found shorts between the ring electrode and inner coil conduction path. Destructive analysis found an internal insulation abrasion under the right ventricular shock coil where the ring electrode cables abraded toward the inner coil lumen. One ring electrode etfe cable coating at 3.5 cm from distal tip and the ptfe liner of the inner coil at 3.3 ¿ 3.6 cm from the distal tip were found to be abraded. The cause of the reported event of noise was consistent to the internal insulation abrasion found in the right ventricular shock coil region. All other damages found were consistent with procedural damage.